Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure apical bleeding was noted which required the patient be placed on femoropopliteal bypass. When accessing the apex, the tissue was noted to be friable and there was moderate bleeding. The sheath was inserted and the physician had to make significant adjustments of the tourniquets in order to control bleeding around the access site. Following the successful deployment of the 26mm sapien valve, the anesthesiologist had difficulty lowering the patient¿s blood pressure with rapid pacing when they were attempting to remove the sheath, so there was a delay of a few minute in sheath removal. The apex became more difficult to manage so femoropopliteal bypass was initiated. The heart was decompressed and the medical team was able to control the bleeding at the apex by using multiple pledgeted sutures and tacoseal. The patient was then weaned from bypass and transferred to the intensive care unit in a stable condition.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the access site bleeding cannot be confirmed; however, procedural (extended length of the procedure due to difficulty lowering the patient¿s blood pressure for sheath withdrawal) and patient factors (friable cardiac tissue and advanced age) may have increased the risk for apical access issues. There was no report of difficulty advancing or withdrawing the ascendra sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.